Manufacturer narrative:
Reported event of fiber broke. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2016 that flexiva 200 tractip laser fiber was used in the ureter during a ureteroscopy with holium laser procedure performed on (B)(6) 2016. Reportedly, the laser unit used was a 20w dornier console. According to the complainant, during preparation and outside the patient, the laser fiber broke midway down its body when it was attached to the laser unit. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.